Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor failed visual analysis due to a cut on the outer jacket along the length of the cable. Eeprom content verification did not identify any issues. The sensor was found to be functioning as designed.

Event description:
The customer reported: "intermittently losing signal.". No patient impact or consequences were reported.